Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, contatct dermatitis, weight loss.

Event description:
Patient reported right side "contact dermatitis", "lost about (B)(6) pounds", "significant reaction to breast implants", and "extremely sick since put in" "seroma and pain, developed right side fluid/hematoma and breast triple the size of left side" device remains implanted.